Event description:
It was reported that the customer was hospitalized due to high blood glucose of 610mg/dl. It was stated that the customer was headed to the hospital and then transferred to another hospital where he was treated. It was stated that the reservoir was out of the insulin pump by the time of his admission and the father was not sure how it came out. It was stated that the customer was experiencing unexplained high glucose for a couple of days. The father mentioned that the insulin pump had a battery alarm, and the battery was removed while staying at the hospital. Assisted the father to program the time and date. Troubleshooting was declined and the father stated that the insulin pump is functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.